Event description:
It was reported this event occurred in the emergency department. The insertion site is unknown. After placement of 2 to 3 days, it was noted leakage was occurring from the insertion site. As a result, the catheter was removed and replaced. There was no delay in treatment reported. There was no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4). Sample will not be returned.